Event description:
Size 8 shiley trach tubes x 2 failed the pre-insertion leak test; both trach tubes inflated with 15ml air and discovered to be leaking. A third trach tube passed the leak test and was inserted without incident.